Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after a routine device replacement procedure, the patient heard an alert and it was noted that the right ventricular lead high voltage impedance was high. The lead was reprogrammed and is out of service. No patient complications have been reported as a result of this event.